Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was sticking when the drawer was opened. A field service engineer (fse) adjusted the rails on machine to resolve the issue. Further the customer was able to inventory in drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie in drawer 5 had failed and would not recover. They stated that it made a clicking sound but would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.